Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus),") and device dislocation ("migration of the essure device/migration of essure device location of device: uterine cavity") in a 40-year-old female patient who had essure (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure inserted.in 2006, the patient experienced depression ("psychological or psychiatricproblems condition: depression") and anxiety ("mental anguish"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device) and surgery (hysteroscopy and laparoscopy with partial removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, menstruation irregular, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, fatigue, weight decreased and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were two trailing coils on the patient's right, another essure device was then opened and with difficulty, the device was placed on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on an unknown date: unilateralocclusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient information, other relevant history, lab data, product information and events- abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, fatigue, perforation(uterus), weight loss, dysmenorrhea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus),") and device expulsion ("migration of the essure device/migration of essure device location of device: uterine cavity") in a 40-year-old female patient who had essure (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Concurrent conditions included body mass index normal. In 2006, the patient experienced depression ("psychological or psychiatricproblems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device) and surgery (hysteroscopy and laparoscopy with partial removal of the essure device). At the time of the report, the uterine perforation, device expulsion, anaemia, menstruation irregular, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, fatigue, weight decreased and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were two trailing coils on the patient's right, another essure device was then opened and with difficulty, the device was placed on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on an unknown date: unilateralocclusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received, event added :- anemia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus),") and device expulsion ("migration of the essure device/migration of essure device location of device: uterine cavity") in a 40-year-old female patient who had essure (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Concurrent conditions included body mass index normal. In 2006, the patient experienced depression ("psychological or psychiatricproblems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device). At the time of the report, the uterine perforation, device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, fatigue, weight decreased and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were two trailing coils on the patient's right, another essure device was then opened and with difficulty, the device was placed on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on an unknown date: unilateralocclusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus),'), device breakage ('fracture') and device expulsion ('migration of the essure device/migration of essure device location of device: uterine cavity') in a 40-year-old female patient who had essure (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included body mass index normal. On (B)(6)2006, the patient had essure inserted. In 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. In 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6)2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, device expulsion, anaemia, menstruation irregular, depression, anxiety, migraine, headache, fatigue, weight decreased and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. The reporter considered anaemia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were two trailing coils on the patient's right, another essure device was then opened and with difficulty, the device was placed on the patient's left. Received treatment for pain, abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: unilateralocclusion (right tube occluded). Unilateral occlusion (right tube occluded). Lot number: 509019 manufacture date: 2005-11 expiration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus),'), device breakage ('fracture') and device expulsion ('migration of the essure device/migration of essure device location of device: uterine cavity') in a 40-year-old female patient who had essure (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. In 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device expulsion, anaemia, menstruation irregular, depression, anxiety, migraine, headache, fatigue, weight decreased and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. The reporter considered anaemia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were two trailing coils on the patient's right, another essure device was then opened and with difficulty, the device was placed on the patient's left. Received treatment for pain, abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: events added- device breakage and allergic reaction. Event outcome of vaginal bleeding, menorrhagia was updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial removal of the essure device). At the time of the report, the device dislocation, pelvic pain and menstruation irregular outcome was unknown. The reporter considered device dislocation, menstruation irregular and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.